Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was implanted in (B)(6) 2019. The patient recently noticed that the pump has adhered to his right testicle, it seems to be attached to the block. The patient stated that there is no problem with the functionality of the device but he is wondering if he should be concerned.